Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-oct-2022. H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of leakage at inserter / tubing was not confirmed upon inspection and testing of the sample. No defects or abnormalities were observed during inspection and no leakage was observed during leakage testing. Bd cannot determine the cause of the failure since the defect was not confirmed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch was in compliance with our product specification requirements. H3 other text : see h10.

Event description:
It was reported that 3 bd saf-t-intima¿ IV catheter safety systems leaked during use. The following information was provided by the initial reporter, translated from chinese: "when the head nurse used the product, she found leakage under the double wing extension tube, which did not affect the patient".

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd saf-t-intima¿ IV catheter safety systems leaked during use. The following information was provided by the initial reporter, translated from chinese: "when the head nurse used the product, she found leakage under the double wing extension tube, which did not affect the patient"